Event description:
The customer reported that the heartstart mrx failed to shock during a cardioversion event. There is no indication of patient impact as a second defibrillator was connected and used for the procedure.